Manufacturer narrative:
Investigation findings: the prod was not returned to conmed linvatec for investigation. A review of prod history for the pat 2 yrs found four similar reports of metal shavings. A review of findings for these similar reported problems found that galling was noted on the inner and/or outer tubes which can be caused by excessive lateral force being applied during use. This is only reported event for this lot #.